Event description:
A surgeon reported two pts with negative dysphotopsia following intraocular lens (iol) implant surgeries. The surgeon reported this pt was seeing a persistent peripheral "black curtain." In a follow-up, the surgeon reported the lens was exchanged and the event has resolved. There are two medical device reports associated with this event. This report is for the second pt.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 09/15/2009 by phone. A completed questionnaire was received on 09/18/2009. This report was mailed to FDA on: 10/08/2009.